Event description:
Falsely elevated electrolyte results for chloride (cl) were obtained on two consecutive patient samples. The cl results were above normal reference ranges. The results were reported to the physician. The lab recognized the trend and immediately reran the samples on an alternate vista(r) analyzer to confirm the results. The results obtained were lower (cl now within reference ranges) and corrected results were reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated chloride results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated chloride results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.